Event description:
Clinical study. It was reported that 1204 days post index procedure, the patient experienced a myocardial infarction and a subsequent target vessel revascularization (tvr). Clinical assessment identified the patient's qualifying condition into the study as unstable angina and the patient was referred for cardiac. Catheterization. The patient was randomized into the study. The target lesion was located in the mid-lad with 90% stenosis, a length of 12mm and a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.0 x 16mm study stent, reducing the stenosis to 10%. The patient was discharged one day later on protocol doses of aspirin and plavix. On day 1204, the patient was admitted due to severe crushing chest pain. Of note, the only medication the patient had been taking was aspirin. Per source, the patient was having an acute anterior wall myocardial infarction. Cardiac enzymes were elevated consistent with protocol definition of mi. The patient was given aspirin, plavix, heparin and tridil and was referred for emergency cardiac catheterization. Cardiac catheterization revealed lad "totally occluded at the stent which is a very proximal stent, and the prox cx was also 95% stenosed. Core lab report notes 100% stenosis of the target lesion with type IV in stent restenosis. Thrombus was not noted by the core lab. An intra-aortic balloon pump was placed and the patient was referred for emergency bypass surgery. The patient then underwent CABG with lima to the lad and svg to the cx. The patient experienced atelectasis, resulting in a slow recovery. Left lower lobe effusion was present at the time of discharge. The patient was discharged one week later on aspirin. In the opinion of the physician, there was a definite relationship of mi an tvr to the study stent. In the opinion of the physician, there was no relationship of mi and tvr to the index procedure. In the opinion of the physician, there was no relationship of mi and tvr to a prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.